Event description:
It was reported during a laparoscopic cholecystectomy the 512s was leaking co2 and it was discovered the gasket was dislodged. The trocar was removed and the case was completed successfully with another 512s. There was no consequence to the pt.

Manufacturer narrative:
D6; device returned with no lot and batch ID, info unavailable. The product complaint analysis team has completed its investigation of the device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, nonconforming; outer gasket condition, conforming; sleeve condition, conforming and stopcock condition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was concluded that the reported "512s was leaking co2" during surgery occurred due to a dislodged inner gasket. The dislodged inner gasket was rec'd in the sleeve housing, complete. No conclusion could be reached as to how the inner gasket had become dislodged from its original position. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.